Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, fever and back pain. Customer advised their site fell out and it looked clogged so they did a manual injection as well. Customer's insulin pump was removed when they were admitted into the hospital and they were placed on insulin drip. Customer performed the high pressure test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.